Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 9204968. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the patient end of cannula is too long with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: spouse of consumer reported that the needle length is incorrect. He is using 5 mm pen needles and he noticed that the needles from one box are longer than usual. He does not have the original box, stated that he took the needles out of the original box and placed them into another 5 mm pen needle box that was empty.

Event description:
It was reported that the patient end of cannula is too long with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: spouse of consumer reported that the needle length is incorrect. He is using 5 mm pen needles and he noticed that the needles from one box are longer than usual. He does not have the original box, stated that he took the needles out of the original box and placed them into another 5 mm pen needle box that was empty.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-05-19 h.1 device return to manuf .?: yes h.1 device eval by manufacturer?: yes the following corrections were made to device evaluation based on samples received: h.6. Method codes: 10, 3331 h.6. Result codes: 213 h.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for dimension on lot # 9204968. Customer returned (68) 5mm, 31g pen needles (1 open, 67 sealed) from lot # 9204968. Customer states that the needles are longer than usual. The open sample as well as 30 sealed samples were tested for patient end cannula length (specs: cannula length for 5mm: 0.141¿-0.235¿). All measurements fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.